Manufacturer narrative:
Weight, ethnicity, race: unk this product is not marketed in the us. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6 vticmo 12.6 implantable collamer lens of -11.5/4.0/087 (sphere/cylinder/axis) was implanted into the patients right eye (od) on 13-sept-2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown.